Manufacturer narrative:
Photographic evaluation of device: no material received for investigation what makes a determination impossible. The received picture shows a damaged head part of part #04.009.465/expert a2fn nail ø11 le cann l420 tan li; the lot number is not readable and was not provided. The holding features for the aiming devices are bent/damaged; there are visible marks of an unknown instrument forcibly used on the nail. All visible damage must have happened post-manufacturing as the anodized color has disappeared in damaged areas. The complaint therefore has been determined to be confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the provided information, without the material and without knowing the lot number no investigation or disposition is possible. (B)(4)-expiration unknown(10)lot number unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the proximal part of the expert¿ nail had been broken down during the insertion of implant into patient. Surgeon had reamed the proximal part with diameter 14 and reamed the canal until 12.5mm. There is no information available about patient and surgical outcome. A delay of the surgery was reported. Time is unknown. This complaint involves 1 part. Concomitant part: reamer (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).